Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and found needle separated from sensor.

Event description:
It was reported that the customer had issues with a sensor stuck inside the serter. The customer's blood glucose level was reported to be unknown. Troubleshooting was conducted. The sensor was separated from the serter, however the needle fell from the sensor. It was reported that the sensor is being replaced and returned for analysis.